Event description:
The lay user/reporter (patient's daughter) contacted lifescan customer service in 2009 alleging that the patient's onetouch ultra2 meter stopped powering on and that the patient developed slurred speech and "uncontrollable" urination after the power issue began. The medical surveillance specialist (mss) spoke with the lay user/patient the following month, to obtain/verify the following information: the patient claimed that the power issue first occurred around two days prior to original date. She did not have any backup meters so, she was unable to check her blood glucose levels; however, she continued to take her medications as usual. The patient manages her diabetes with oral diabetes medications (unspecified type/dose) and usually tests 2x/day (fasting and before dinnertime). She also indicated that she was eating less as a result of not testing. The patient claimed that 2 days after the power issue occurred (original date at 6:15pm), her daughter found her displaying symptoms of slurred speech and frequent urination. The patient's daughter attempted to test the patient's blood glucose levels at the time of the symptoms but the meter would not power on. The patient claimed she did not know whether the symptoms were diabetes related or not. She also stated she does not have any other health conditions. The patient's daughter called the doctor for advice on what to do after the symptoms started. The patient was advised to make an appointment with the doctor, which was scheduled for the following month. The patient did not receive any forms of treatment. She also claimed that she is still experiencing these symptoms when she spoke with the mss. According to the troubleshooting performed with customer service, the subject meter powered on successfully. The patient indicated that after the customer service call she continued to test with the subject meter and able to obtain meter readings: she provided a meter reading of "216 mg/dl (date/time of result was not known). This complaint is being reported because the patient allegedly developed symptoms of frequent urination, which is suggestive of hyperglycemia 2 days after the meter stopped powering on. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.